Event description:
It was reported that the screen on a customer's pump was broken, unresponsive, and unreadable. There was no reported adverse impact to the customer's blood glucose level. Customer received a replacement pump for continued insulin therapy.